Event description:
It was reported via a customer survey that a peritoneal dialysis (pd) patient performed pd dialysis for years and developed a hernia. Knowledge of the unspecified hernia was obtained from a customer experience survey, in which the patient chose to remain anonymous. As such, written or telephonic follow-up was not possible.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of an unspecified hernia. The definitive etiology of the patient¿s unspecified hernia and/or when it developed are unknown; therefore, causality cannot be established. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred causing the events, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation or exacerbation of the patient¿s unspecified hernia. Given the anonymous reporting of the serious adverse events, an inability to obtain additional information precluded a more comprehensive investigation. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures.